Manufacturer narrative:
The received device had the cannula assembly fully deployed. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The download data shows that the pod had completed both the first and second priming sequences in the expected number of pulses and was deactivated at the end of second prime. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. The cause of the reported needle deploying early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone17.1. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed prior to proper pod activation.